Event description:
It was reported to medtronic minimed that the customer experienced differences in sensor and blood glucose value. Sensor glucose value was 260 mg/dl and blood glucose value was 394 mg/dl. The customer reported blood glucose value of 394 mg/dl. The customer reported hyperglycemia. The event involved product(s) mmt-7040c1. Troubleshooting was performed. Customer is reporting a discrepancy between sensor and blood glucose which is not within range after fewer than 4 days of wear. Advised to wait at least an hour and if blood glucose is stable to calibrate. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to continue with troubleshooting. No further patient complications were reported. Product return for mmt-7040c1 is not expected.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.